Manufacturer narrative:
D8/9: device returned to field service, date unknown the device was returned and evaluated, and the investigation for the reported purge issue has been completed. Aic logs revealed the console issued a controller failure (purge pressure sensor defective). The purge unit driver was the root cause of the controller failure. Fs replaced the entire purge assembly because of inability to just replace pud (only assembly was available). The purge unit driver was the root cause of the controller failure. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a purge error upon startup. The aic was replaced with a backup console, and there was no reported patient involvement.